Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) that the device was displaying a "407f while running lipid" error and was emitting a burning plastic smell. No fire or injury was reported. The customer was instructed to leave the device unplugged. The customer sent the device in for repair. During evaluation of the device, it was noted that the optics showed several high coefficient of variance runs. The lamp test passed. A white rub mark was observed on the top of the heater plate. The customer's reported problem could not be duplicated and there was no trouble found with the device. The spindle motor and ball lock pin were replaced as a precaution. The device passed testing, was calibrated, cleaned, and sent back to the customer site where it remains. No further actions were taken. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-(B)(4) observations received on august 22, 2019. There has been no reoccurrence regarding the issue of burning smell with this device post repairs.

Event description:
The customer lab reported that the device was displaying a "407f while running lipid" error and was emitting a burning plastic smell.